Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated and the ECG board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via the multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The ECG board was returned to zoll medical corporation; customer's report was observed and attributed to a faulty inductor on ECG board. The ECG board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.